Event description:
It was reported that on 6/30/99 a nurse placed the subject device into a wall outlet and heard a hissing noise. She placed it in a second outlet and heard the hissing noise again. She then placed it in a third outlet and the outer shroud "flew into the air" and shattered into 4 pieces onto the floor. There was no injury.